Event description:
It was reported by exactech (B)(4) that the pilot tip on the starter pilot tip reamer snapped off in the glenoid. The tip was recovered. The representative states that the surgeon ¿may have been a little overzealous with the reamer, which caused it to break¿. There was no delay and no reported patient adverse event. The devices were not available to be returned as the pilot tip reamer was disposed of by the facility. Per the representative, presumably the patient was discharged without complication, however, he can¿t be sure as he doesn¿t deal with any of the follow-up post-op. Attempts were made to request additional information from the rep, and a response was received. Per the representative, he no longer works with this surgeon and would face challenges in trying to obtain the information requested. No additional information was provided.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Catalog #: 321-25-01. The device was not available for analysis. Engineering analysis completed by (B)(4) on 1/23/2020. Investigation # and description: (B)(4). Findings: based on the investigation conducted under capa2017-12, it was determined that the user instruction was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: if the user applies a bending moment to the pilot dip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. If the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. Most likely underlying cause/root cause: based on (B)(4), the broken device reported in case (B)(4) was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. Corrective action taken: as part of (B)(4), the following corrective actions were taken: the surgical technique was updated to advise surgeons to avoid applying a bending torque to the pilot tip reamer or using the reamer to retract the humeral head as this may cause fracture of the pilot tip. ((B)(4)). Update the rmr to include the risk of pilot tip reamer fracture as a result of bending or its foreseeable misuse as a retractor. ((B)(4)). Per (B)(4), a recall communication was sent to users notifying them of the issue and alerting them to the change in the operating technique. Per (B)(4) no additional corrective action is being taken at this time. This issue will be addressed via the equinoxe ergo instrumentation redesign project. In the new equinoxe ergo instrumentation, the design of the pilot tip reamer is changing. (B)(4) was initiated to track reported events through 2021 and reconvene the crc if a threshold of >35 total events or >3 events with reported patient harm be met. Comments: no escalation needed as reported events are being tracked under (B)(4). IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event from the retrieved reamer tip. Based on (B)(4), the broken device reported in case (B)(4) was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.